Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported alarm. Functional tests were performed, which included device to device interaction, leak testing, clear passage testing, and clamp function testing. All functional tests were successfully performed. A microscopic inspection and simulated therapy was performed. During microscopic inspection, the patient line tubing near the connector was discovered to be damaged. The damage was on the surface of the tubing only, which is not a functional defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified, but the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver experienced a hole in the cassette near the patient line of a homechoice device. The patient was not connected at the time. This discovery occured during setup for peritoneal dialysis. The care giver continued therapy with the home patient using new supplies. There was no patient involvement associated with this event. No additional information is available.